Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at the beginning of intubation, the 15mm connector kept losing from the tube continuously. Doctor decided to change a new one to solve the problem". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "at the beginning of intubation, the 15mm connector kept loosing from the tube continuously. Doctor decided to change a new one to solve the problem". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site for investigation. The manufacturing sire reports: a visual exam was performed and no abnormalities were observed on the sample. Dimensional testing was also performed and the inner diameter of the tube and the outer diameter of the connector were both found to be within specification. Additional testing was performed by trying to remove the connector from the tube. It was observed that the connector was loose from the tube and there is tendency of connector to become slippery and disconnected. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint has been confirmed. A CAPA has been opened to address this issue. The lot number for this device was manufactured prior to the correction actions implemented.